Event description:
Caller reported back-to back blood glucose results on 2 compact plus systems: compact plus system 1 = 371 md/dl and compact plus system 2 = 177 mg/dl within 10 minutes. No symptoms or treatment were reported based on either result. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch is being submitted for compact plus system 1. Reference medwatch with a1 pt for suspct device in compact plus system.